Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for repair. Per service manual operational and diagnostic analysis confirmed reported issue of pairing failure. The receiver pcb was replaced as identified in the investigation to address the reported issue. Evaluation also revealed error 200 issues and the psu board was replaced to remedy the issue. The scratched top plate was replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. No further information regarding the cause of the defect has been provided to help determine a definitive root cause for this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the vapr vue generator device displayed the error code 600. During in-house engineering evaluation, it was determined that the device revealed 200 error codes. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.